Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. Intraoperatively the capsule tore which resulted in vitreous loss and suprachoroidal hemorrhage. The crystalens was removed and replaced with a different lens model and the choroidals were drained. The pt's bcva decreased from 20/60 preoperatively to hand motions. The pt is scheduled for a vitrectomy and the prognosis is guarded. Reference MDR #2031924-2009-00188.